Event description:
It was reported that the patient was admitted for a bowel obstruction procedure and during the procedure the ventricular assist device (vad) exhibited low flows. Post-bowel obstruction operation, the patient had atrial fibrillation with rapid ventricular response and elevated lactate dehydrogenase (ldh) levels concerning for vad thrombus. The patient¿s ldh continued to increase following surgery and had risen to the mid 600s. The patient had a low international normalized ratio (inr) of 1.4 on the day of procedure and heparin was not started until post-op. The patient was also septic, and cultures grew enterococcus faecalis bacteremia. The bowel obstruction was noted as the likely source of infection. The patient was also treated for persistent respiratory failure requiring noninvasive ventilation and high flow nasal cannula. The patient was also treated with vasopressors and antibiotics. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 6947m72, lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files revealed a gradual I ncrease in power consumption and estimated flows starting (B)(6) 2022, followed by a sudden decrease in power consumption and estimated flows, leading to parameters below the normal operating range, starting on (B)(6) 2022; however, no alarms were logged within the analyzed period. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient was admitted for a bowel obstruction procedure and, during the procedure, the ventricular assist device (vad) exhibited low flows. Post-bowel obstruction operation, the patient had atrial fibrillation with rapid ventricular response and elevated lactate dehydrogenase (ldh) levels concerning for vad thrombus. The patient¿s ldh continued to increase following surgery. The patient had a low international normalized ratio (inr) on the day of procedure and heparin was not started until post-op. The patient was also septic, and cultures grew enterococcus faecalis bacteremia. The bowel obstruction was noted as the likely source of infection, and the patient was treated with vasopressors and antibiotics. The patient was also treated for persistent respiratory failure requiring noninvasive ventilation and high flow nasal cannula. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed increase in power consumption can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, infection, respiratory dysfunction, device thrombus, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.